Manufacturer narrative:
The ge svc rep checked ws ac wiring to cb1/cb2, surger suppressor, line filter, and isolation transformer. He found the workstation cb2 breaker was stuck. He reseated the cb2 breaker and tested the system by rebooting several times. The rep ordered a replacement cb2 breaker as a precautionary measure. He removed and replaced cb2, and verified the problem is resolved. Checked overall operation and verified the system performs as intended.

Event description:
The customer reported that the system will not boot. No pt injury was reported.